Event description:
The user facility reported that the patient visited the emergency room for an unspecified bleed nine to ten days following a polypectomy procedure. The physician stated he believed that the esg-100 electrosurgical generator did not deliver consistent power output in one setting, which may have potentially contributed to the post-procedure bleed. No further significant additional information was provided to date.

Manufacturer narrative:
Olympus had followed up with the user facility to gather additional information regarding the event, but received only limited information regarding the reported event. The device said to have been involved in this report has not yet been returned for evaluation. If the device is received at a later date, or if further significant additional information is obtained, the report will be updated. The cause of the user's experience could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.